Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at discharge following the implant of this bioprosthetic valve, the max gradient was reported to be 25mmhg with a mean gradient of 14mmhg. At the three year follow up the max gradient was reported to be 57mmhg with a mean of 30mmhg. At that time it was suspected there was a sub-clinical thrombosis. No treatment was prescribed. Five years and five months post implant the patient was diagnosed with stenosis and was hospitalized due to heart failure. Ultimately 5 years and 7 months post implant a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.